Event description:
The manufacturer received information alleging a ventilator's blower would not operate. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, an issue with the blower motor was observed. The device's blower motor was replaced to address the issue.